Event description:
The facility representative reported a flogard infusion pump that alarmed an occlusion. It is unknown in which care area or the process step that this event occurred. There was no report of patient involvement, injury or medical intervention. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of an occlusion alarm was confirmed during device evaluation onsite by a field service technician. The latch roller was found to be damaged as a result of normal wear and tear. The latch roller was replaced to correct the reported condition.